Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the lead, it was noted that the lead exhibited poor capture threshold and torque resistance while the physician was attempting to deploy the helix. The lead was not used and was replaced. The patient was in stable condition.